Event description:
It was reported the pt's ipg gets warm when stimulation is on. Reportedly, the ipg has always gotten warm, but he feels that it has been getting warmer. It was also reported the pt does not have any warming when charging the system.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.